Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6)the patient underwent open reduction internal fixation (orif) surgery with traumacemtm v+ injectable bone cement. While injecting cement into a syringe after cement mixing, the second white syringe was unable to inject cement. The surgeon pushed up the t-shaped part of the mixer while twisting it as hard as he could, and the mixer was broken badly. The surgeon checked the connection between the stopcock and the syringe and found that cement had hardened at the syringe connection of the stopcock. The surgery was successfully completed by injecting the amount of cement that could be injected into the cannula and pushing it out with a pusher. There was no surgical delay. Patient was stable. This report is for a traumacem(tm) v+ injectable bone cement - sterile. This is report 1 of 1 for (B)(4).